Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, the staple load misfired and did not work correctly during the surgical procedure. No reported patient outcome.